Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort. The patient will undergo an ipg pocket revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's coverage and charging were better and no further course of action.

Event description:
A report was received that the patient was experiencing discomfort. The patient will undergo an ipg pocket revision procedure. No device malfunction was suspected.